Event description:
On (B)(6), the patient's mother reported that the up arrow button did not activate desired pump functions when pressed. She noted it intermittently worked the day before but will not work at all the day she called. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/08/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow, ok and down arrow keypad buttons were unresponsive. There was evidence of corrosion found under the keypad buttons.